Event description:
The device was used during a bowel resection. Reportedly, the instrument was difficult to open. The surgeon applied antoher device and resected the tissue at the application site to complete the procedure. The hospital reported the patient's condition is satisfactory.